Manufacturer narrative:
Device was received with the operating currents within specification . And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08750 inches. A water filled reservoir was used during the test. No air bubbles anomaly noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. Device left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Device was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer was treated with bolus. The customer stated that the drive support cap was normal. The customer also stated that they did allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. Customer stated that there was air bubbles in the tubing. Customer also stated that approximate size of air bubbles was about an inch. The insulin pump will be and reservoir will not be returned for analysis.